Event description:
During a bowel resection procedure, the device jammed and would not pull back. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the firing mechanism damaged and with a reload cartridge loaded in the instrument. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/2 fired and the left side was 3/4 fired. The cartridge was diassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test was performed due to the condition of the instrument.